Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer's blood glucose value was 7.2 mmol/l. Customer stated that the buttons don´t respond properly or only after several presses and numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated more or less all buttons were unresponsive. Customer stated pressing menu button did not took them to the menu screen. Customer stated using the up arrow did not allowed them to navigate screens. Customer stated using the down arrow did not allowed them to navigate screens. Customer stated the issues frequency was all the time. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. The device will be return for analysis.